Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 45mm diameter thoracic aortic aneurysm. It was reported that during the index procedure a type ia endoleak was detected in zone 3. The proximal landing length was approximately 5cm and there was neither calcification nor thrombus. Although, a balloon was used to engage the stent graft, the endoleak was not resolved completely. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.